Event description:
It was reported that a pediatric user disconnected the ilet after the pump requested blood glucose entries in bg run mode while the backup glucometer was at school, leading to hyperglycemia over 500 mg/dl and moderate to large ketones; the caregiver administered subcutaneous insulin by pen, encouraged hydration, and later planned to reconnect the pump per guidance including a two-hour wait after injection. Symptoms included hyperglycemia with ketonemia, without reported loss of consciousness, dizziness, or diabetic ketoacidosis. Outcomes included transient high glucose lasting approximately one to two hours, with no medical intervention or hospitalization and no assistance required beyond caregiver support. Investigation included review of cgm time in range and user reports of meal announcement practices, spacing, and hypoglycemia treatment, as well as education on bg run mode, spacing meal announcements by at least four hours, use of usual meal announcements, and appropriate treatment of lows. Investigation of this case revealed user-driven factors including missed and stacked meal announcements, overtreatment of hypoglycemia, temporary removal of the pump due to depleted insulin supplies, and operation in bg run mode without an available glucometer, which contributed to the hyperglycemia and ketones. It was concluded, based on previously established findings for similar reports, that the cause was use error related to therapy interruption and suboptimal meal announcement practices.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.